Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for analysis. The reported detachment was able to be confirmed. The reported difficult to position was unable to be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a mildly tortuous subclavian artery. Intravascular ultrasound (ivus) was being performed with a 014 hi-torque balance middle weight guide wire (gw). As the gw was advanced resistance was felt with the ivus catheter when it was observed that the gw core broke in two pieces. The separated portion was successfully snared. Nothing remained in the anatomy. There was no adverse patient sequela reported. No additional information was provided.